Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one device with catheter was returned for evaluation. Visual, microscopic and functional testing were performed. Three splits were noted successively along the catheter. The first split had a partial circumferential break and was noted at approximately 4.0cm from the distal end of the cath-lock were jagged with smooth rounded, surfaces. The second split was a circumferential and was noted at approximately 4.9cm from the distal end of the cath-lock were smooth and rounded, surfaces. The third split also had characteristics of a partial circumferential break and was noted at approximately 6.0cm from the distal end of the cath-lock were jagged with smooth rounded surfaces. The investigation is confirmed for the catheter split, as the port body with attached catheter segment was infused and leaks were noted from the split. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2015), g4 h11: h6 (method, result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately six years post port placement, the patient allegedly had sepsis. It was further reported that the port was removed, and upon removal, the catheter was allegedly split. The patient was reportedly discharged.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date (11/2015).

Event description:
It was reported that approximately six years post port placement, the patient allegedly had sepsis. It was further reported that the port was removed, and upon removal, the catheter was allegedly split. The patient was reportedly discharged.